Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of one of the essure devices into her uterus/ migration of essure device") and genital haemorrhage ("abnormal heavy bleeding/ blood clotting / abnormal bleeding (general),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test :- she did undergo essure confirmation test. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("severe pain/ pain"), fatigue ("fatigue"), anxiety ("anxious /psychological or psychiatric problem (anxiety)"), depression ("depressed"), adnexa uteri pain ("fallopain tubes") and menorrhagia ("extrme flow during period"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed. At the time of the report, the device breakage, device expulsion, abdominal distension, fatigue and depression outcome was unknown, the genital haemorrhage, pelvic pain, adnexa uteri pain and menorrhagia had resolved and the anxiety was resolving. The reporter considered abdominal distension, adnexa uteri pain, anxiety, depression, device breakage, device expulsion, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: over the several months, patient sought treatment on multiple occasions for symptoms. She will be required to undergo a surgical procedure with removal of the essure devices which has been scheduled for (B)(6) 2017. Date of insertion (B)(6) 2010, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Ultrasound scan - on an unknown date: results: migration of one of the essure devices into uterus. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 21-mar-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of one of the essure devices into her uterus/ migration of essure device") and genital haemorrhage ("abnormal heavy bleeding/ blood clotting / abnormal bleeding (general),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test : she did undergo essure confirmation test. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("severe pain/ pain"), fatigue ("fatigue"), anxiety ("anxious /psychological or psychiatric problem (anxiety)"), depression ("depressed"), adnexa uteri pain ("fallopian tubes") and menorrhagia ("extreme flow during period"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed. At the time of the report, the device breakage, device expulsion, abdominal distension, fatigue and depression outcome was unknown, the genital haemorrhage, pelvic pain, adnexa uteri pain and menorrhagia had resolved and the anxiety was resolving. The reporter considered abdominal distension, adnexa uteri pain, anxiety, depression, device breakage, device expulsion, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: over the several months, patient sought treatment on multiple occasions for symptoms. She will be required to undergo a surgical procedure with removal of the essure devices which has been scheduled for (B)(6) 2017. Date of insertion (B)(6) 2010, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Ultrasound scan - on an unknown date: results: migration of one of the essure devices into uterus. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received reporter information was added. New event added. Menorrhagia, fallopian tube pain, device breakage and event outcome updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of one of the essure devices into her uterus") and genital haemorrhage ("abnormal heavy bleeding/ blood clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("severe pain"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, genital haemorrhage, abdominal distension, pelvic pain, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device expulsion, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: over the several months, patient sought treatment on multiple occasions for symptoms. She will be required to undergo a surgical procedure with removal of the essure devices which has been scheduled for (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement ultrasound scan - on an unknown date: migration of one of the essure devices into uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.